Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that burr tip detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified second right posterolateral artery. A 1.25mm rotalink¿ plus was selected for use. During procedure, it was noted that a abnormal sound was heard during ablation. The physician attempted to remove the device from the patient's body; however, it was noted that the tip of the burr was detached. The detached burr was removed together with the rotawire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotalink plus device with a rotawire for the related complaint. The advancer unit and burr unit were received attached together as a single unit. The advancer knob was received tightened in a backward position. The advancer, handshake connections, sheath, coil, and burr were microscopically and visually inspected. The burr was detached and received on the rotawire. The burr was able to be removed from the rotawire with no issues or resistance. The distal end of the coil was damaged as the three coils were unraveled and flared out. The annulus was noticed to be damaged and not rounded. Functional testing was performed by connecting the rotalink plus device to the rotablator control console system. The device was not able to get any speed. The advancer was dismantled and the turbine was found to be corroded and the ultem was found to be melted. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that burr tip detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified second right posterolateral artery. A 1.25mm rotalink¿ plus was selected for use. During procedure, it was noted that a abnormal sound was heard during ablation. The physician attempted to remove the device from the patient's body; however, it was noted that the tip of the burr was detached. The detached burr was removed together with the rotawire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.